Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 8/30/2017 with the following findings: the black box and alarm history showed evidence of consecutive ¿cs 054/cs 052/cs 012¿ slave communication error alarms. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. The pump was opened and there were no defects found. Unrelated to the initial complaint, it was observed that the battery compartment was cracked but the returned battery cap was still able to fit securely. The pump¿s cover was removed and there were no intermittent conditions found to the continuous glucose monitoring module or to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.